Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on a lead via diagnostic imaging. Programming changes were made. Lead remains implanted and patient will be monitored.